Manufacturer narrative:
This report is submitted on april 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently on (B)(6) 2017 underwent a surgical procedure to clear the infection. The patient was administered oral antibiotics (duration not reported).